Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided/unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the tsvwh8 implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site #20.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: the reported device was received for evaluation. The reported condition of mount stuck to implant was confirmed. Visual evaluation of the as returned product identified some signs of usage due to stuck mount. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.